Manufacturer narrative:
Insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No frozen screen noted. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip.

Event description:
Customer reports to have received a keypad anomaly. Customer states buttons were not responding when bolus delivery was attempted. Customer changed batteries and received a button error alarm. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.